Manufacturer narrative:
Manufacturer report number: 3003775186-2024-00304. Csi ID: (B)(4).

Event description:
A previously stented superficial femoral artery (sfa) was not calcified as it was stented. An abbott whisper wire was advanced, and laser treatment was performed. An abbott armada balloon was advanced and inflated to an unknown atmospheric pressure but ruptured. A jade balloon was advanced and inflated to 14 atm pressure and ruptured. During an attempt to remove the jade balloon, the jade balloon catheter fractured when it reached the proximal part of the stent. The shaft and half of the jade balloon was removed but the distal part of the jade balloon remained in vivo but was still on the guide wire. While trying to retrieve the distal part of the jade balloon, the wire was accidentally pulled out of position, leaving the distal part of the balloon in vivo. Attempts to rewire the sfa with a whisper wire, viper wire, non-abbott wire were all unsuccessful. The distal part of the jade balloon was left in vivo. The procedure was deemed completed and the patient was stable.